Event description:
Tissue burn: international affiliate reports that pt experienced incisional burn during lumpectomy procedure. Surgeon resected burn area and completed procedure. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.